Manufacturer narrative:
The device was not received for analysis at the time of this report, therefore; no physical analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for this event as reported. The patient information was not available at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that they put the device or the catheter and while they were pulling it out (B)(6) thinks the wire got ripped like the coating part of it has been ripped and it came apart. They pulled everything out. They used another wire, the same wire just a brand new wire to complete the procedure. This happened during the procedure and inside the patient's body. No complication and everything was removed with no problem. The patient is fine.

Manufacturer narrative:
Additional information received: initial reporter first and last name. Initial reporter did not send a report to the FDA-nothing broke off inside the body. The wire fell apart outside the body. If any further relevant information is provided a follow up medwatch report will be submitted.